Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the cartridge canister. The customer loaded a new cartridge to address the issue. The customer reported a blood glucose level of 333 mg/dl. Customer delivered a bolus via the pump to address elevated blood glucose.